Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the mitraclip delivery system (cds). Based on the available information, a cause for the reported tissue damage could not be determined. Additionally, tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, something was noted on the tip of the delivery catheter during echo. The cds was removed and tissue was observed on the tip of the cds. The tissue damage was left untreated. One clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.